Event description:
It was reported that the patient presented in the hospital after suffering from endocarditis and infection. The system was explanted and the cardiac defibrillator, atrial lead and the left ventricular lead were re-implanted and a new right ventricular lead was implanted on (B)(6) 2017. On (B)(6) 2017 it was noted that the patient had suffered from thrombosis. On (B)(6) 2017 the system was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: the previously reported should have been checked yes. (B)(4).